Event description:
It was reported that device became stuck on guidewire. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left main circumflex artery. A 1.50mm rotapro and rotawire drive were selected for use. The device was introduced and a pecking motion was used for burr advancement. The device stalled and it was noted that the butt was stuck on the guidewire. The burr catheter and guidewire were pulled and removed as one unit. The procedure was completed using the original device. There were no patient complications reported and the patient was in good condition and fully recovered post procedure.

Manufacturer narrative:
D4: model number: updated.

Event description:
It was reported that device became stuck on guidewire. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left main circumflex artery. A 1.50mm rotapro and rotawire drive were selected for use. The device was introduced and a pecking motion was used for burr advancement. The device stalled and it was noted that the butt was stuck on the guidewire. The burr catheter and guidewire were pulled and removed as one unit. The procedure was completed using the original device. There were no patient complications reported and the patient was in good condition post procedure.